Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed an infection in the generator pocket. The physician plans to admit patient to remove the generator, administer IV antibiotics for 3 days, then re-implant with a new generator. Per the physician, patient has altered cognition and snatched/removed surgical dressing post-op. Patient's generator was removed due to infection on (B)(6) 2016. Patient had another generator re-implanted on (B)(6) 2016 after recovering from the infection. The explanted generator has not been received to date. A review of device history records showed that both the lead and generator were sterilized prior to distribution.